Event description:
The caller alleged a variance between the inratio inr results in comparison to the lab inr results. Results were as follows: (B)(6) 2015: inratio=1.4, lab=2.9; (B)(6) 2015: inratio=1.6, lab=2.5. Patient self tester's therapeutic range: 2.0-3.0. Patient self tester started taking antibiotic for a double ear infection on (B)(6) 2015. Technical service suggested speaking with physician regarding testing while on antibiotic.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.